Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Please confirm initial procedure was band removal and roux en y gastric bypass performed. Were there any difficulties encountered with device during initial procedure? Was the source of the bleeding identified? How was the bleeding addressed? What was the estimated blood loss? Was the patient on any anticoagulation therapy? Was a blood transfusion required? What is the current patient status?

Event description:
It was reported that the patient was brought in with post-op blood loss. Pt was brought in 2 days post op with rectal blood loss. She fainted two times before finding out (at home) the blood loss. Patient had a redo procedure. Band out and r&y bypass in. Lots of adhesions, no further particularities. Staple lines seemed all good. Surgeon doesn¿t know where it comes from.

Manufacturer narrative:
Product complaint # (B)(4). Additional information requested and received: please confirm initial procedure was band removal and roux en y gastric bypass performed. Were there any difficulties encountered with device during initial procedure? Was the source of the bleeding identified? How was the bleeding addressed? What was the estimated blood loss? Was the patient on any anticoagulation therapy? Was a blood transfusion required? What is the current patient status? Was the redo = ry bypass performed on (B)(6) 2018? The redo procedure was the original procedure om dec 15. The patient came in to the hospital after two days with blood loss. In the past patient has had primairy gastric band procedure. In the procedure of 15 dec they removed the band and gave the patient an r&y. And if yes, was the original procedure performed on (B)(6) 2018 then? Yes.